Manufacturer narrative:
Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a needle hub assembly with the shield removed. There is a white substance on the needle hub which is likely epoxy. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors: a dirty sensor that doesn¿t shut the epoxy off for a missing cannula; the epoxy pressure is too high; the epoxy applicator needs attention ¿ it isn¿t shutting off when it should; the epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Bd acknowledges that the photo provided by the customer shows a needle hub which has a white substance on it which is likely epoxy. Bd has implemented the following actions in regards to epoxy splatters and drip overs: re-trained operators on 8feb2019 in regards to inspecting for epoxy drip overs and identify epoxy issues; modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles; revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. As these some of these actions were implemented after the production of this batch no further corrective or preventative actions will be taken. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of epoxy excessive for lot #8331638 item #305180. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. As these some of these actions were implemented after the production of this batch no further corrective or preventative actions will be taken.

Event description:
Material no. 305180, batch no. 8331638. It was reported that before use of the bd¿ blunt fill needle had excessive glue. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I wanted to reach out in regards too, two incidences of blunt needles with excessive glue. There has been no further finding of this issue but they will track and trend.